Manufacturer narrative:
The device has been received at boston scientific laboratory for inspection. Tears were found by the center slit of the external hemostatic valve. This type of defect can compromise the valve ability to seal pressure and fluid within the sheath. However, the sheath was able to pass leak and aspiration testing. Based on the results, the cause of the allegation cannot be established. The "cause not established" conclusion code was selected for the allegation of "visible air/bubbles". The evaluation of the device's leak and aspiration performance found the device able to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The dilator was removed using a little force, then, air bubbles were detected inside of the device during aspiration. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The dilator was removed using a little force, then, air bubbles were detected inside of the device during aspiration. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.